Manufacturer narrative:
Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone15.3 cgm sensor type: unspecified the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause for the reported dislodged cannula. Cloud data auto populated *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged. As treatment, patient successfully removed the pod and inserted a new pod.

Manufacturer narrative:
The investigation of the returned device found no damages or defects that would contribute to the soft cannula dislodging. The exact cause of the reported dislodging event could not be determined. No tears, leaks, or damages were found within the fluid path. No problems were found with the device that would result in leaking during wear or the failure to deliver insulin.